Manufacturer narrative:
Svc rep provided a replacement telepack.

Event description:
Customer reported a panorama telepack would not communicate with the central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.